Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The same day as the event onset, the patient was hospitalized due to the event. Two days later the patient was discharged;. The patient was readmitted three days later for an unspecified indication. The cause of peritonitis, treatment and patient outcome were not reported. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.